Event description:
The customer reported that the electrode was inserted into the reusable hand-piece properly; however, no energy was delivered after the instrument was connected to force triad energy platform. The device was rec'd for investigation with 2 broken and missing snap pins. The site confirmed that the snap pins broke upon opening of the package, prior to use. There is nothing that fell into the pt cavity.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.